Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 7.5 years ago. Aneurysm morphology from the time of implant is unknown. Currently the proximal aortic neck is 20mm in diameter at the renal arteries, and 22mm in diameter at 1.2cm distal to the renal arteries. The patient was followed with CT imaging through two year post implant and with ultrasound since then. It was reported that a recent ultrasound revealed a 1.5cm migration with a proximal type I endoleak and significant aneurysm enlargement. Aortic neck dilatation was noted, and the aortic diameter was reported to be 26mm at the current position of the proximal edge of the aneurx stent graft. Both iliac limbs were still positioned appropriately at the internal iliac arteries. An endurant 252549 cuff was implanted and an angiogram showed the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck dilatation and disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and disease progression).